Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified and a lot number was not indicated for this complaint; therefore, the device history record (DHR) for the lot could not be reviewed for abnormalities that could have contributed to the complaint. The root cause not be determined. An internal investigation has been opened. (B)(4).

Event description:
A customer reported that during surgery, the infusion line would not stay in the non valved trocar. An alternate trocar set was used to complete the cases. There was no harm or injury to the patients involved.